Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while applying clips to the cystic duct, one of the clips did not close flat. It exhibited bowing on the sides, similar to how a clip looks when the "cholangioclick" feature is utilized. Not noted how case was completed. There was no patient consequence.